Event description:
Reduced to no sex drive, hormonal imbalances, depression, mood swings, vision and dental issues, acne, forgetfulness "brain fog", arm and leg numbness and tingling, hair loss, lower back pain, abd pain and cramping, bleeding, gastro issues, loss of energy, shaking an unsteady hands, increased sweating, bladder issues. Rx meds: essure still implanted. Otc meds: none.